Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed device safety mode parameters with the boston scientific field representative. The patient was observed in the clinic and was noted to not have any symptoms. The representative noted that the patient previously had intrinsic right ventricular amplitude measurements observed on daily measurements, but they were unable to measure the patients pace therapy dependence at this point. Ts explained that the device should be replaced soon and noted there is no way to calculate a device longevity estimate. The crt-p device was subsequently returned to boston scientific, indicating that it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed device safety mode parameters with the boston scientific field representative. The patient was observed in the clinic and was noted to not have any symptoms. The representative noted that the patient previously had intrinsic right ventricular amplitude measurements observed on daily measurements, but they were unable to measure the patients pace therapy dependence at this point. Ts explained that the device should be replaced soon and noted there is no way to calculate a device longevity estimate. The crt-p device was subsequently returned to boston scientific, indicating that it was explanted. No additional adverse patient effects were reported.